Event description:
A pt reported blood glucose results of "168 mg/dl" with a lifescan meter and "118 mg/dl" on a laboratory device, performed with 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.